Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a manual injection to address their bg level. The customer alleged that the pump was not delivering boluses. Tandem reviewed the pump history and determined boluses were delivered as intended.